Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/30/2019. The field service engineer (fse) confirmed unit failed extended self testing (est) with error code 3154; failed led test . The fse replaced the whole front bezel due to some minor cracks along the front and it could possibly fix error code 3154. After installing the new front bezel the unit would pass est without any issues. Ran est multiply times to make sure no other issues occurred. Unit passed electrical safety and est. The customer returned bezel assembly was tested with no errors identified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The device failed est. No patient or user harm was reported.